Manufacturer narrative:
Initial reporter occupation is patient/consumer. The customer also complained of an error 5 message when no blood had been applied to the test strip. An error 5 message is an error applying blood to the test strip. The customer reinserted the same strip and received an error 8 after applying blood to the strip. An error 8 message is an internal diagnostic test error. The customer had replaced the batteries. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The customer was having intermittent issues with the display screen appearing dim. Upon completion of a display check, all segments were complete, however, the 888s in the results field were not as dark as the other icons; not everything on the display screen showed uniform darkness.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display did not show any noticeable contrast errors during the examination the investigation shows that the battery compartment is contaminated by a leaked battery and the circuit board is contaminated by penetrated liquid which affects the conductive rubber contacts. The contamination can lead temporarily to the dim display error 5 was observed in the meter error memory. Error 5 is due to the contamination of the test strip contacts.